Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2013 (B)(6); (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that two months after implant, the patient developed an infection from an unknown source. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.